Event description:
It was reported that approximately 1 month post implant of a bifurcated device and two suprarenal aortic extensions, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan indicated the patient had an endoleak. The intraoperative angio confirmed the CT finding. The physician decided to implant another suprarenal aortic extension. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices remain implanted.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the investigation findings, the reported type 1a endoleak as well as a new type ii endoleak have been confirmed. Cautionary product use conditions that might have contributed to this event included: a very large, patent inferior mesenteric artery; and, a dual angled, tortuous aortic neck. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.